Event description:
It was reported that the patient received inappropriate shocks due to noise oversensing. The sensing parameters for the lead were reprogrammed, and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Std review - lead integrity alert triggered: 1 - patient alert for lead failure predictor on (B)(4) 2011 11:04:57. Sensing - oversensing: 8- ventricular nst<=210 ms on (B)(4) 2011 in the timeframe between 11:39:48 and 16:09:13. Sensing - interference/noise: ventricular short interval count v-sic=727 counts, in 0.40 day, on (B)(4) 2011 in the timeframe between 07:22:53 and 16:56:12.